Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip opened more than expected post-deployment and moved on the leaflets. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 3-4 and ruptured chordae. The mitraclip grasped the leaflets without issue and deployment was performed. After lock line removal, the clip opened 40-50 degrees and slightly turned/moved on the leaflets. Despite the opening, the clip was implanted at the intended location, stable on both leaflets. As previously planned, another mitraclip was successfully implanted. The mr had been reduced to grade 1-2. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported partial clip movement appears to be a cascading effect of the clip opened while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.